Event description:
A malfunction alarm was reported while the pump was in use. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully resume insulin therapy.